Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03339; 2134265-2014-03340; 2134265-2014-03341;2134265-2014-03439. (B)(4) clinical study. It was reported that cardiac arrest, myocardial infarction (mi) and patient death occurred. In (B)(4) 2012, the patient was presented due to stable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was a restenotic long lesion located in mid (right coronary artery (rca) extending to distal rca with 100% stenosis and was 38 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a restenotic lesion located in proximal rca with 100% stenosis and was 24 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 24 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient returned to the catheterization lab for a staged procedure. Angiography revealed saphenous vein graft (svg ) to first obtuse marginal (om) was 70% ostial stenosis and 80% mid stenosis. Target lesion #3 was a de-novo lesion located in mid svg to first om with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement of a 3.50 mm x 20 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion #4 was a was a de-novo lesion located in proximal svg to first om with 70% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement of a 3.50 mm x 20 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, a 2.5 mm x 8 mm promus element plus stent was implanted at the saphenous vein graft (svg) to first om. In (B)(6) 2013, the subject had cardiac arrest. The patient's cardiac enzymes were found to be elevated and mi occurred. On the same day, electrocardiogram (ECG) was performed and it was observed that the patient experienced ischemic symptoms. Microscopic examination of left tonsil revealed ¿diffuse large b-cell lymphoma¿. One day from admission, the patient had further bleeding from his tonsillar site, was hypotensive. The patient started having worsening of symptoms, had an episode of acute respiratory failure and died. Primary cause of death was myocardial infarction.